Event description:
Customer stated, "switch sparked, and continues to make a buzzing noise. Customer admitted to laying on the pad while using it." Customer did not claim injury. Product was returned. Investigator observed evidence of sparking at the strain relief and twisting of the cord. The lifespan of pad is specified at 4 years and the pad returned was over 14 years old, the issues from general wear and tear of the pad over 14 years can attribute to the failures reported. Additionally, the improper use of the device by customer admission to lying on the pad will contribute to the failures. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".